Event description:
In 2007, a medtronic synchromed pump was implanted in my abdomen to deal with chronic pain - failed back syndrome-. In 2008, and two occasions thereafter, I was rushed to the emergency room experiencing severe withdrawal symptoms. On fifteen days later, I went back into surgery, and the doctor found that 15cm of the pump catheter had sheared off in my intrathecal space. The pump and catheter were completely replaced, but that single piece of old catheter remains in my spinal column. Dates of use: 2007 -- 2008. Diagnosis or reason for use: failed back syndrome.